Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a150202 is being used to capture the reportable event of gel misplaced non-vascular. Patient code e2339 is being used to capture the reportable event of ulcer. Patient code e0506 is being used to capture the reportable event of hemorrhage. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a spaceoar was used during a placement procedure performed on (B)(6) 2025. During the procedure, the hydrogel was placed in the rectal wall. The patient started his radiation treatment on (B)(6) 2025. During a treatment visit on (B)(6) 2025, the patient complained of painless rectal bleeding and bowel movements. Carafate enemas were suggested. The patient experienced significant episodes of rectal bleeding. The rectal bleeding improved initially, but temporarily and his hemoglobin dropped significantly. Therefore, the patient underwent a flex sigmoidoscopy and a rectal exam under anesthesia with formalin instillation; this procedure successfully stopped the bleeding. The conclusion was that the patient suffered an ulcer caused by the incorrect placement of the hydrogel. The patient has already completed his radiation treatment.

Manufacturer narrative:
Block h6: device code a150202 is being used to capture the reportable event of gel misplaced non-vascular. Patient code e2339 is being used to capture the reportable event of ulcer. Patient code e0506 is being used to capture the reportable event of hemorrhage. The following blocks were updated based on additional information and medical review. Blocks d4 and h4: (device information obtained with the lot number). Block e4 (initial reporter also sent report to FDA). Block h6 (patient codes and impact codes). Block h11 (additional MFR narrative).

Event description:
It was reported to boston scientific corporation that a spaceoar was used during a placement procedure performed on (B)(6) 2025. During the procedure, the hydrogel was placed in the rectal wall. The patient started his radiation treatment on (B)(6) 2025. During a treatment visit on (B)(6) 2025, the patient complained of painless rectal bleeding and bowel movements. Carafate enemas were suggested. The patient experienced significant episodes of rectal bleeding. The rectal bleeding improved initially, but temporarily and his hemoglobin dropped significantly. Therefore, the patient underwent a flex sigmoidoscopy and a rectal exam under anesthesia with formalin instillation; this procedure successfully stopped the bleeding. The conclusion was that the patient suffered an ulcer caused by the incorrect placement of the hydrogel. The patient has already completed his radiation treatment.